Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that an IV extension set leaked at the hub that connected to a non-bd catheter while connected to a patient. IV leaking at connection hub where short extension tubing connects with IV catheter hub. Two different IV catheter sizes used (#20 & #22). Rn's noted difficulty tightening short extension tubing to IV hub. Tubing set leaked IV fluid and or blood all needing tightening at this connection and IV dressing change. Short extension tubing seems to be more difficult to adjust, as if the tubing is less flexible or more rigid than in the past. There was no harm.